Manufacturer narrative:
(B)(4). Eval: damaged firing trigger teeth, incomplete-interrupted cycle. The following information was requested, but unavailable: did the device cut? Did the device staple? What was the defect? Please explain how the device did not work as intended? Are any of the reloads being returned for analysis? If yes, which reloads? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis results found that the device was received with the shrouds slightly separated and with the firing mechanism damaged. The device was received with two cartridge reloads present. The returned cartridge (b) was received partially fired 3/4 and with normal lockout; cartridge (c) was received partially fired 1/4 and normal lockout. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastroplasty procedure, in the fourth stapling of the patient¿s stomach, the stapler presented a defect. It was necessary to open another one to complete the surgery (three more fires). The doctor forwarded the stapler and the reload for evaluation. There were no adverse consequences for the patient.